Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of explant is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference numbers: 3006705815-2020-02993 and 3006705815-2020-02994. It was reported that the patient was unable to set the ipg into MRI mode. System displayed issue with impedance. High impedance on the leads was found during troubleshooting. Subsequently, patient had system explanted and replaced with a competitor system. Explant occurred approximately between (B)(6) 2020.